Event description:
On (B)(6) 2022, fujifilm corporation was informed of an event involving dh-29cr. The hood was loosely taped to the endoscope and fell into the gastrointestinal tract during an endoscopic submucosal dissection. The hood was retrieved with a collection net. The same hood was reattached to the endoscope, and the procedure was completed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
Fujifilm was informed by the user that the hood was loosely taped to an endoscope whose distal end outer diameter (11.7mm) deviates from the compatible range of diameters (10.5 to 11.1mm) for the hood. Therefore, the root cause is determined to be a usage error.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.